Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch ultra2 meter has a calcode issue. The complaint was classified based on the customer care advocate (cca) documentation. The patient diabetes is managed with glyburide and metformin. Reportedly on (B)(6) 2013, the patient began to have a calcode issue. The patient indicated that he took more food/drink to manage his blood glucose. Subsequently, the patient felt shaky 45 minutes after the calcode issue began. There was no report of any required hcp medical intervention. The calcode issue was resolved with training during the call to lfs. This complaint is being reported because the patient developed symptom suggestive of hypoglycemia after the onset of the calcode issue.